Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The following month expelled a piece of tampon string and bits of tampon [foreign body in reproductive tract]. Tampon completely destroyed itself while it was inside, not intact...missing pieces and part of the string [device breakage]. At removal tampon not intact missing pieces and part of string [complication of device removal]. Case narrative: report received via email and stated that a month after consumer used tampon she expelled bits of the tampon. No serious injury was reported.